Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and found no non-conformances. When the device was returned to mmdg for investigation, it was found that the pump was out of calibration, which caused the pump to under infuse. The pump was serviced to correct this issue.

Event description:
The initial reporter stated that the pump was under infusing. At the time of the complaint there was no indication that the pump infused at a volumetric rate that mmdg would consider reportable. When the pump was returned to mmdg for evaluation the pump under infused at a reportable rate. At the time of the complaint the initial reporter advised that no patient had been involved and that the complaint had occurred during testing. The reportable failure was discovered at moog. (B)(4).